Event description:
It was reported that the user, previously using a dexcom g7, started a libre 3 plus sensor in the libre app and then asked to switch that sensor to the ilet app, which is not possible once the sensor is initialized in another device or app. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no interruption in medical care and no hospitalization. Investigation included customer interview and troubleshooting with education about correct sensor pairing and app compatibility. Investigation of this case revealed user setup error resulting in the sensor being in use by another device, preventing connection to the ilet app. It was concluded that the event was due to use error and not a malfunction of the ilet system.